Event description:
The customer initially reported that the main lamp on her olympus evis exera iii xenon light source went out and the spare lamp came on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac inquired about the lamp life meter, and the customer confirmed it was all lit up. Tac had the customer remove the heat sink and turn on the light source to make sure the spare lamp was working, and it was. Tac finally went on to explain that the main lamp had burned out and to not attempt procedures were the spare lamp only. Tac provided the replacement part number for a new main lamp and sent the instruction manual for review. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was not returned, and the phenomenon was not duplicated. However, it was determined that the phenomenon occurred because the operating hours of the main lamp exceeded 500 hours, and the main lamp went out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.